Event description:
The caller reports the customer obtained the following comparison results on the accu-chek advantage system: 80mg/dl and 200mg/dl; 80mg/dl and 300mg/dl; 97mg/dl and 200mg/dl; 97mg/dl and 300mg/dl; 80mg/dl and 299mg/dl; 97mg/dl and 299mg/dl; 97mg/dl and 399mg/dl;80mg/dl and 399mg/dl. All aforementioned tests were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.